Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d5, correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [september 10, 2024]. Additional information added to fields: d4, h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the circuit board was faulty due to general wear and tear over time during use and transportation of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received a supplemental report will be provided.

Event description:
While evaluating a returned olympus pk-sp generator loaner device, it was discovered that the unit¿s printed circuit board was faulty. There was no patient involvement during this event.